Event description:
It was reported the generator had a broken screen and had an error message. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).